Event description:
Procedure: lap chole. According to the reporter: during the case, the tip of the device was broken. The operator should note this, but the staff fails to find the head during surgery. After the surgery, the pt suffered from internal bleeding. Later in the evening, the pt was re-operated on because of the bleeding. This is when the operator considers the lack of ultrasonic tip. The surgeon has stated the bleeding was not caused by the broken piece from the instrument. The broken piece was found and retrieved from the pt's cavity during the re-operation. A new instrument was used to finish the procedure. The pt's stay in the hospital was not prolonged due to the problem and post-operatively the pt's condition is fine.

Manufacturer narrative:
(B)(4).